Manufacturer narrative:
Follow-up #1 date of submission 08/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint of a blank display screen was not duplicated during testing; no related call service alarms were present in the alarm history. Unrelated to this complaint, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and it was observed that the slug was missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a blank display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.